Manufacturer narrative:
Date sent: 11/05/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that one month post-op, during a routine fill, the band did not inflate properly. Under x-ray, a leak was noted. A new band of the same type was implanted. There was no patient consequence.